Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor mount screws were severed. It was determined that the failed motor caused the system error 105 alarms and has been replaced.

Event description:
During review of the event history log system error 105 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.